Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The sensing vector during the episode was programmed to the primary sensing vector. Technical services reviewed the shock electrograms and discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.